Event description:
It was reported to philips that the system was not booting up and was stuck on the boot-up screen. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Remote service engineer (rse) found there was loose ethernet connection to the pc, intermittently comes on and off. During onsite visit, filed service engineer (fse) confirmed that there is no system boot up issue. The fse found that the monitor in control room had no signal when the system booted up. Due to lose connection there was no signal to the monitor. Fse secured the issue and issue didn¿t re-occur. After which, system was found to be in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was working intended and there was no malfunction with the azurion system. The issue was with one of the monitors in the control room. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.